Event description:
As reported by the user facility via e-mail after inserting an IV on a patient, the safety device failed to engage and the needle point was exposed. Nurse sustained a needle stick injury. Facility protocol was followed. Patient was positive for hepatitis c. Sample was discarded. Additional information provided by nurse involved in the incident indicated he had his initial blood tests performed and is awaiting secondary testing per employee health. The exact lot number is unknown. The reported lot numbers are possible lot numbers from inventory at the time of the incident. No further information is available at this time.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer. Additional lot #s: 7m06258247, 840725848, 7l16258247. Additional expiration date: 2012.